Event description:
There was a break in the insulated tip on the laparoscopic electrode. Took instrument off of the sterile field and replaced it. This caused some small burns on the liver as shown in the pictures.